Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that about a week ago, her insulin pump started resetting itself. She just put a new battery in and the device is now showing an error. The device is still resetting itself. Customer's blood glucose was unknown. Customer's call was transferred for assistance. Nothing further reported.